Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was found to be broken off at 13.5mm from its tip. There was a mark in the probe which came in contact with the grasping section and was abraded against it. The broken surface of the probe was checked. It indicated the probe had cracked from the contact mark then broken off. There was a mark on a grasping section that came into contact with a probe tip. The tissue pad in the grasping section was worn away. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard tissue. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the probe cracked, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
During a laparoscopic appendectomy, the subject device was used. When the user cleaned the subject device outside the patient, the probe broke off. The intended procedure was completed with another device. There was no patient injury reported.